Manufacturer narrative:
The t:slim x2 user guide states: "you must take off your t:slim x2 pump and leave it outside the procedure room if you are going to have any of the following procedures: x-ray, computer tomography (CT) scan, magnetic resonance imaging (MRI), positron emission tomography (pet) scan, or other exposure to radiation." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had worn the pump during an x-ray procedure. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was 130 (mg/dl). During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.